Manufacturer narrative:
The investigation of this complaint has been completed. The fresh gas pressure transducer was found faulty and was replaced and the issue was resolved. A complete set of device logs was received. The replaced fresh gas pressure transducer was returned for investigation. The reported issue could be confirmed in the received logs. The test logs shows that the pressure transducer test failed due to having measured a gain correction factor that was out of range. The returned pressure transducer was tested in a reference system. A system checkout was performed and the pressure transducer test failed (the gain correction factor was outside allowed limit) and the vaporizer inlet/outlet valve test also failed. During a ventilation session on a test lung for approximately five days, the system behaved normally. No deviations in flow, pressures or concentrations were noticed. After the ventilation session, a new system checkout was performed. The pressure transducer test failed again and the vaporizer inlet/outlet valve test also failed. The fresh gas pressure transducer pcb was removed from the reference system for additional measurement. The measured resistance values of the pressure sensor on the pressure transducer pcb were normal and showed no imbalance in the pressure sensor. Based on the above, our conclusion is that the replaced and investigated fresh gas pressure transducer pcb is the cause of the reported system checkout failures.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the pressure transducer test and the vaporizer inlet/outlet valve test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).